Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the endoscope connector contributed to scope communication error (e226), and corrosion on the terminal part of the electrical connector contributed to scope communication error (e227). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error (e226 and e227). There was no patient involvement.